Event description:
It was reported the customer's insulin pump was damaged. Customer stated their screen was cracked and the customer could not read the numbers on their screen. Customer's blood glucose was 104 mg/dl. The customer reported dropping their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window.